Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient's mother believes that the vns has caused her daughter to deteriorate markedly. She thinks the patient being non-verbal is due to vns. She is more interested in having the device removed instead of replaced. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patient was last seen in (B)(6) 2025 and their mother expressed concern that the patient has gradually deteriorated since the vns implant, noting a decreased interaction with family.

Event description:
Additional information received noting that the patient does not receive physical therapy currently they received speech therapy virtually. The patient has lgs which effects muscle tone and cognitive development. Per the physician's encounter with the patient since 2024, she has been largely nonverbal.